Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Renal dysfunction is a known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient expired approximately five months post pump implant due to heart and kidney failure. No further information was provided.

Manufacturer narrative:
With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to the implant procedure, the patient's pre-operative clinical condition, past medical history, and medical treatment. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.